Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with one of our surgical lights- volista access. It was stated locking was missing. We decided to report the issue in abundance of caution as any part falling off into sterile field or during procedure may cause contamination. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event.it is unknown if claimed device was or was not being used for patient treatment or diagnosis when the event took place. Root cause analysis was performed by subject matter expert at manufacturer¿s. The analysis is following: this circlip hm56019730 prevents the arm from moving in translation. During the manufacturing, the assembly procedure gom5655 mentions to use a preparation tray to avoid forgetting a part during assembly. This procedure also indicates that it is necessary to check that the circlip is correctly positioned in the groove. With measurements taken during manufacturing and ss the suspension arm was manufactured in 2018, it is unlikely that the circlip was forgotten during its production. It is likely that the circlip was forgotten during a maintenance operation. In order to avoid any incident the volista access user manual # 01781en06 mentions to check the stability of the suspension arm during the daily checks. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. H3 other text : device not returned to manufacturer.

Event description:
On 15th august 2024, getinge became aware of an issue with one of our surgical lights- volista access. It was stated locking was missing. We decided to report the issue in abundance of caution as any part falling off into sterile field or during procedure may cause contamination.